Event description:
I had essure implanted in 2011, and soon after I began having pelvic pain. Over the next few months, I started having heavier periods, cramping, bloating, back pain, pain during intercourse, pain during ovulation, hair loss, extreme fatigue, stiffness/pain in calves, numbness in hands and feet and the pelvic pain continued to get worse, sometimes a dull pain and sometimes a shooting pain. I had a complete hysterectomy (B)(6) 2013 with essure removal. I am angry that I needed a hysterectomy to get my old self back especially since getting essure is suppose to avoid having a surgery. Pathology reported they found adenomyosis and cervicitis. I no longer have any pelvic, back or calf pain. I no longer have bloating, fatigue or numbness in hands and feet. Essure has completely taken my quality of life for close to 3 years and the time loss to pain, I will never be able to get back.